Manufacturer narrative:
G4: 01oct2020. B4: 11nov2020 . The touchscreen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Resistance measurements was performed on the returned touchscreen assembly. The root cause was due to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
The customer reported the touch position on touchscreen was misaligned. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. Malfunction was not fixed by calibration of touchscreen. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.